Event description:
Seven plus years following intraocular lens (iol) implant surgery, a surgeon reports a yag capsulotomy was performed. The lens appeared cloudy, but the surgeon stated the cloudiness appeared to be internal to the iol and both the anterior and posterior surface appeared clear. A flurescein angiogram was suggested. Additional information has been requested.